Manufacturer narrative:
Updated fields: g3, g6, h2, h6, and h11 additional information: intuitive surgical, inc. (Isi) obtained the following information from the physician: the patient had developed a small pneumothorax that was described by the physician as being small. The patient did not have symptoms at the time, recovered well, and was sent home. However, the patient returned the next day to have the pneumothorax evaluated and it was discovered via chest x-ray that it had increased in size. The patient was admitted to the hospital, and a chest tube was placed. After the second day, the chest tube was removed and the patient was discharged home in good condition.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a pneumothorax. The pneumothorax, which was in the patient's left lung, was suspected during the procedure, but confirmed via a post-operative chest x-ray. The patient was initially sent home, but returned the next day as directed to have the pneumothorax evaluated via chest x-ray to determine if it had resolved naturally. The patient was admitted to the hospital and a chest tube was placed. The patient reported shortness of breath. The current status is unknown. It was confirmed that the ion transbronchial lung biopsy procedure was completed with no intra-procedure complications or delays. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.